Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/ migration of essure, location: uterus") and pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". In 2010, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). On(B)(6)2010, the patient had essure inserted. In august 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse);"), dysmenorrhoea ("painful menstrual cycles/ dysmenorrhea (cramping)"), vaginal haemorrhage ("heavy vaginal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), headache ("headaches"), nausea ("nausea") and migraine ("migraine"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and infection ("infection"). The patient was treated with surgery (removal procedure and to remove the essure). Essure was removed on 22-feb-2012. At the time of the report, the uterine perforation, abdominal pain, nausea, cystitis, urinary tract infection and vaginal infection outcome was unknown and the pelvic pain, dyspareunia, dysmenorrhoea, headache, vaginal haemorrhage, menorrhagia, infection and migraine had resolved. The reporter considered abdominal pain, cystitis, dysmenorrhoea, dyspareunia, headache, infection, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: two date of removal: apr2011 and (B)(6)2012 most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received event " she did not undergo essure confirmation test" was added. Outcome of event " pain. Abnormal bleeding (vaginal, menorrhagia), dysmenorrhea, migraine, headache, dyspareunia, infection(bladder/urinary tract/ vaginal)" were updated as recovered. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/ migration of essure, location: uterus") and pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse);"), dysmenorrhoea ("painful menstrual cycles/ dysmenorrhea (cramping)"), headache ("headaches"), nausea ("nausea"), vaginal haemorrhage ("heavy vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)"), infection ("infection") and migraine ("migraine"). The patient was treated with surgery (removal procedure) and surgery (to remove the essure). Essure was removed in (B)(6) 2011. At the time of the report, the uterine perforation, pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, headache, nausea, vaginal haemorrhage, menorrhagia, infection and migraine outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, headache, infection, menorrhagia, migraine, nausea, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 4-jun-2018: plaintiff fact sheet and medical record received. Plaintiff demographics updated. Essure indication updated. New event abnormal bleeding (menorrhagia), migraines, migration of essure location: uterus/ perforation (uterus) and infection was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/ migration of essure, location: uterus'), pelvic pain ('pelvic pain') and salpingitis ('mild acute and chronic salpingitis') in a 26-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection") and cystitis ("bladder infection"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse);"), dysmenorrhoea ("painful menstrual cycles/ dysmenorrhea (cramping)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("heavy vaginal bleeding"). In 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), migraine ("migraines headaches") and nausea ("nausea"). On an unknown date, the patient experienced salpingitis (seriousness criterion medically significant), abdominal pain ("abdominal pain") and infection ("infection"). The patient was treated with surgery (bilateral salpingectomy in (B)(6) 2011, laparoscopic assisted vaginal hysterectomy on (B)(6) 2012). Essure was removed on (B)(6) 2012. On (B)(6) 2012, the uterine perforation had resolved. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, heavy menstrual bleeding, vaginal haemorrhage, vaginal infection, infection and migraine had resolved and the salpingitis, nausea, urinary tract infection and cystitis outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, infection, migraine, nausea, pelvic pain, salpingitis, urinary tract infection, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy in date of removal: (B)(6) 2011 and (B)(6) 2012 (essure device removal and total hysterectomy (uterus and cervix removed) - laparoscopic assisted vaginal hysterectomy, (B)(6) 2011 (as per mr). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2011: two fallopian tubes identified, with one fallopian tube exhibiting focal mild acute and chronic salpingitis and the other fallopian tube exhibiting mild chronic salpingitis with simple paratubal cyst. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-nov-2021: quality safety evaluation of product technical complaint (ptc). Removal details updated (salpingectomy in (B)(6) 2011 and hysterectomy on (B)(6) 2012) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/ migration of essure, location: uterus'), pelvic pain ('pelvic pain') and salpingitis ('mild acute and chronic salpingitis') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". In 2010, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse);"), dysmenorrhoea ("painful menstrual cycles/ dysmenorrhea (cramping)"), vaginal haemorrhage ("heavy vaginal bleeding") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). In 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), headache ("headaches"), nausea ("nausea") and migraine ("migraine"). On an unknown date, the patient experienced salpingitis (seriousness criterion medically significant), abdominal pain ("abdominal pain") and infection ("infection"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, salpingitis, abdominal pain, nausea, cystitis, urinary tract infection and vaginal infection outcome was unknown and the pelvic pain, dyspareunia, dysmenorrhoea, headache, vaginal haemorrhage, heavy menstrual bleeding, infection and migraine had resolved. The reporter considered abdominal pain, cystitis, dysmenorrhoea, dyspareunia, headache, heavy menstrual bleeding, infection, migraine, nausea, pelvic pain, salpingitis, urinary tract infection, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy in date of removal: (B)(6) 2011 and (B)(6) 2012, (B)(6) 2011, (B)(6) 2011 (as per mr). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2011: two fallopian tubes identified, with one fallopian tube exhibiting focal mild acute and chronic salpingitis and the other fallopian tube exhibiting mild chronic salpingitis wilh simple paratubal cyst. Most recent follow-up information incorporated above includes: on 11-nov-2021: medical record received. Reporter information was added. New event "mild acute and chronic salpingitis" and lab data added. Reporter causality note updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), dysmenorrhoea ("painful menstrual cycles"), headache ("headaches"), nausea ("nausea") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (to remove the essure). Essure was removed in (B)(6) 2011. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, headache, nausea and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, headache, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.